Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) reference no (B)(4); submitted to (B)(6) by the patient. The voluntary user medwatch number is mw5087154. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a transobturator tape procedure performed on (B)(6) 2013. According to the complainant, three days after the procedure, the patient experienced cystitis for the first time which was caused by e. Coli (escherichia coli) bacteria that was resistant to ampicillin and ticarcillin medications. Since the implantation, she had recurrent utis (urinary tract infections) for about 1 to 6 times per month. Most of the time, the bacteria was gram-negative and e. Coli was the most frequently found in cbeu (cytobacteriological examination of urine) results post-procedure in 2013. Other documented gram-positive bacteria in cbeu were staphylococcus epidermidis, enterococcus faecalis and staphylococcus saprophyticus. On the last cbeu performed on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019, e. Coli was found to be resistant to ampicillin, augmentin, selexid, fosfomycin and bactrim. This was consecutive to the patient's visits in hospitals. Furthermore, the patient's volume measurements of the post mictional residue was between 70 and 110 ml. The sling was reportedly tensioned during the implantation and the tension was permanent. Since the implantation in 2013, the patient had contacted three urologists and one infectiologist. Consultations were performed between 2015 and 2019 but the urologists could not perform a mesh removal surgery. Fosfomycin was prescribed to the patient for uti. During the flu periods, she had been treated with ofloxacin for seven days. On (B)(6) 2019, the patient visited an internist for voiding solutions and the patient was advised either to perform intermittent self catheterization, or to see a "psychiatrist." For one and a half year, the patient had developed stage IV osteonecrosis of the left femoral head and needs a surgery for hip prosthesis implantation. However, it is impossible to implant a hip prosthesis as long as the utis persist. The surgeon wanted to cure the colibacillosis before surgery.